Manufacturer narrative:
The complaint sample was not returned to greatbatch medical for evaluation and the reported event cannot be confirmed. A manufacturing review was completed and no discrepancies were found. No further investigation is required. (B)(4).

Event description:
It was reported during an unknown patient procedure that the end of the reamer handle broke off during reaming. No adverse events were reported as a result of the malfunction.